Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized with high blood glucose. The reported blood glucose reading during the phone call was 187 mg/dl. It was stated that the customer changed the infusion set the day prior to the event and was treating the high blood glucose levels with the insulin pump as well as manual injections. The blood glucose levels, however, remained high. The customer was not able to perform troubleshooting at the time of the phone call.